Event description:
A patient had a superdimension enb procedure on (B)(6) 2016. The patient was admitted on (B)(6) 2016 in shock with a pulmonary embolus. The patient was transferred to hospice and subsequently died on (B)(6) 2016. The patient was diagnosed with adult failure to thrive due to diffuse large b-cell lymphoma.the site reported the patient's death was not related to the superdimension device or the enb procedure.